Event description:
It was reported that testing was performed in 2006 showing 5 channels having high impedances. Another testing was carried out five months later, showing the same results as in august. Three months later, an additional testing was performed showing 7 channels having high impedances. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.